Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot numbers 2012411, 2006427, and 2005411. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. The review did detect one quality notification issued regarding a related non-conformance for an assembly lot used in final lot number 2006404. However, as part of our non-conforming product process, we are confident that all material was segregated correctly and that the final lot number was released according to specifications. As samples were unavailable for return, a complete sample analysis could not be performed. At this time, an exact cause related to the manufacturing process could not be determined for the reported issues. It is possible that the reported leakage resulted from damage to the plunger lip component; however, without the affected samples, this defect could not be confirmed. Leakage testing is performed each manufacturing shift and the probability of this type of defect is very low. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked on 5 occasions. The following information was provided by the initial reporter: 012411 x2; 2006404 x1; 2006427 x1: leaking syringes. 2006404 x1; 2005411x1; 2021411: bent needles. 2012411 x 1 needle bent & syringe leaking when drawing up. 2012411 x 3; 2006404 x1; 2005411 x2 markings not straight on the syringe.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2012411. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-12-10. Medical device lot #: 2006404. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-06-02. Medical device lot #: 2006427. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-06-17. Medical device lot #: 2005411. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-05-13. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked on 5 occasions. The following information was provided by the initial reporter: 012411 x2; 2006404 x1; 2006427 x1: leaking syringes. 2006404 x1; 2005411x1; 2021411: bent needles. 2012411 x 1 needle bent & syringe leaking when drawing up. 2012411 x 3; 2006404 x1; 2005411 x2 markings not straight on the syringe.